Event description:
Pt was having a seizure and unresponsive at 0340. Staff checked chemstrip which indicated her blood sugar to be at 144. The doctor was notified and head CT ordered for the am. The lab had drawn blood thinking the physician might want some stat labs, and the pt had lab tests ordered for in the morning. Since the doctor did not order any stat labs, they waited until 0500 to run the morning tests. They obtained a blood sugar of 10. (Lab was drawn right after staff had obtained the chemstrip). Because they had waited the 3 1/2 hr before running the tests, lab redrew some blood and rechecked the blood sugar. Staff was notified at the time and a chemstrip was redone. This time they obtained a 21. Lab result was 18.